Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: on investigation, the pump powered on with a fully illuminated display screen that did not have any evidence of lines through the display. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the returned battery cap had stripped threads; the cap was not able to secure to the pump for testing and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.